Event description:
Additional information received indicated that there was no injury to the patient or hospitalization due to the event. The patient did not attend a follow-up appointment with their physician and manufacturer representative to address the patient's issues. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient had a recent stroke and could not adjust stimulation of their implantable neurostimulator (ins). The two events were not alleged to be related. The patient programmer showed a "call your doctor icon," but the reporter was unsure what error message was displayed on the patient programmer. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model unk, serial# unk. Lead model 3093-28, lot# v400929, implanted: (B)(6) 2010, explanted: na. (B)(4).